Manufacturer narrative:
(B)(4). Maquet cardiovascular files as the importer for this device. Intervascular sas is responsible for manufacturer reporting.

Event description:
The hospital reported that during an cardioroot procedure, graft frayed during the operation. Pa was creating a biobental with this and a magna heart valve. The necessitated stopping twice to deal with fraying of the graft and at one point I thought we were going to have to open a second magna valve and start over as the fraying was getting bad. Not only would this have been a cost issue, this patient is quite ill with ejection fraction 25% and the added cardiac ischemic time and cardiopulmonary bypass time related to this graft issue was severely suboptimal. In my estimation it extended his cardiac ischemic period of his already compromised heart by 10-15 minutes and also his cpb time if the graft had frayed any more.